Event description:
Infant on ventilator for respiratory distress. Ventilator developed leak. Peep dropped. Sats dropped from 93 to 89. Baby bagged and ventilator changed. Dr reports no adverse outcome to baby.